Event description:
It was reported to boston scientific corporation that captiflex small oval snare was used in the colon during a colonoscopy procedure. It was reported that during a procedure, the captiflex small oval snare broke at the tip. The procedure was completed with another captiflex small oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event had been unsuccessful. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) loop broken. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.